Manufacturer narrative:
Batch review performed on 22 november 2024: lot 113248: (B)(4) items manufactured and released on 21-dec-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Analysis performed by r&d manager: looking at the images attached to the complaint it is visible the expianted stem. On the body part the ha coating is no longer present meaning that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
Revision surgery due to loose and subsided (2.4 cm) stem at about 12 years 4 months from primary. The surgeon revised the stem with competitor's using posterior approach and the surgery was completed successfully.